Event description:
The customer reported to olympus, the mechanical lock of the scope was damaged. The issue was found in preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned for evaluation and results did not show any deformation of the outer tube. However, device evaluation found the locking pin was missing (component of the main body is missing), device cannot be repaired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause for the reported issue cannot be definitely determined. Based on the inspection findings the most likely cause is use of excessive force by the customer. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.